Event description:
It was reported that the rv lead impedance was high. Previous experience on this device includes lead impedance slowly increasing from 1100 ohms in 2002 to 2725 ohms and a possible fracture beginning at the bifurcation (this is a bipolar lead used in a unipolar only device). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.